Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user had been disconnected from the pump for a week per healthcare provider (hcp) direction and was instructed to reset. The user had been experiencing lows, inaccurate dexcom continuous glucose monitor (cgm) readings, and false alerts, and was switched to freestyle libre 3+. The agent assisted with pump reset and reconnection, with reminder that cgm warm-up was needed before entering body weight and going bionic. User understood and planned to reach out to hcp for training support after resetting. The user's lowest blood glucose (bg) recorded was 40 mg/dl. Bg was corrected using a glucagon pen administered by user¿s daughter. The ilet alerted for low bg. Outside assistance was required from daughter, but no medical intervention was needed. Symptoms during the event reported sweating and unresponsiveness at the time of call.